Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the physician's office indicating that the patient had a urinary tract infection. A ua/uc (urinalysis and urine culture) were performed in relation to the sepsis. Bacterial growth was found in the urinary tract. On (B)(6) 2015, the patient started a 14-day course of levaquin. The patient was being treated with gablofen intrathecal at the time of the event and was an ongoing treatment (no start date noted). The hcp had provided the clinical notes from a clinic visit on (B)(6) 2015. The patient was seen for a pump refill. The patient's father was very concerned about the patient's torticollis in his neck and the skin on his right ear. The physician had injected the patient's neck with botox. The patient had done work with the physical therapist and using a standing frame. The patient had developed extension contractures in the bilateral knees and was unable to use the standing frame. At an unknown time, the patient had tendon releases to his left hand and possibly the right hand, but the details were unclear. The patient had also had multiple hospitalizations on unknown dates due to pneumonia. The patient's medications had been unchanged since (B)(6) 2000. The patient was married without children and lived in a group home. The patient was dependent on all adls (activities of daily living) and mobility. The patient received his nutrition and medications via a g-tube and was npo (nothing by mouth). As of (B)(6) 2015, the patient was alert, up in his manual wheelchair, and his head was fixed to the right and was resting in his shoulder. The patient was drooling and was non-verbal. There was no spontaneous movement in the bilateral lower extremities. The patient did have left hand functionality. The patient's temperature was 98.2 degrees f, respiration was 16, heart rate 85, oxygen saturation on room air 96%, and blood pressure was 96/52. The patient had knee extension contractures. The patient's neck tone was 3/4 and his ear was misshapen with a small eschar area. The patient's assessment was: torticollis status post botox injections,contractures biilateral upper and lower extremities, wound right ear, dysphagia receiving all of his nutrition via peg tube, gait abnormality required hoyer lift for transfers and for all care, impaired adls with total care, and intrathecal baclofen pump with a high dose. A side port access of the pump was unsuccessful after 12-15 needle sticks. Because this was unsuccessful, a dye study was planned. The botox injections had been done to the left side of the patient's neck and the patient seemed to have less tone now than when the physician first met the patient on (B)(6). The patient had been getting the injections on a regular basis but had not had one in about a year. It was planned to continue the injections every three months. The patient was to have physical therapy, occupational therapy, and speech therapy to review the patient's current state. The physician wanted the patient to work on sitting at the edge of a mat, some trunk balance, and neck stretching. Speech therapy would look at pre-swallowing and communication. Occupation therapy was to look at hand splinting. Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal and had the pump implanted due to intractable spasticity and ahead/brain injury. A dye study had been performed in (B)(6)2015 and it confirmed that there was a problem with the catheter. The specific problem was not known, but it was indicated that the catheter was clogged or defective and the medication was not getting to the spinal column. The patient was scheduled for a catheter revision on (B)(6)2015. The patient experienced spasticity in relation to the event and was considered a sudden onset. Also noted was severe spasticity in (B)(6) 2014.

Event description:
It was reported that the health care provider (hcp) attempted to aspirate through the catheter access port (cap) and was not able to. It was suspected that the catheter was blocked or disconnected, and a revision was being considered. A roller study was performed, which was fine with no issues noted. A refill was done in (B)(6) 2015, the reservoir volumes matched and no discrepancy was noted. The patient was more stiff than usual. It was noted that the onset would be difficult to know with this patient due to the patients disease state (severe contractures and severe torticollis) and the patient being non-verbal. The patient was also on oral baclofen through a feeding tube. The hcp was going to revise the catheter once the sepsis ((B)(4)) had cleared. The drug that was used via the device system was baclofen. The patient outcome/intervention remained unknown at the time of this event; if additional information is received this report will be updated.